Event description:
The customer reported via phone call that they had a no delivery alarm during a bolus. The customer also reported experiencing high blood glucose. The customer's blood glucose was 22.8 mmol/l. The customer treated their blood glucose with the insulin pen. Troubleshooting found insulin was able to exit with a fixed prime. Customer also stated the cannula was bent upon removal from their body. Customer was advised the alarm may have been caused by the bent cannula. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.